Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer dropped the pump and found flashing display. The customer reported no adverse event. The event involved product(s) mmt-1882l. Troubleshooting was performed. Customer reported a flashing or solid white screen. Customer confirmed that screen is not displaying a flashing medtronic logo. No harm requiring medical intervention was reported. Mmt-1882l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software, however, the pump_diagnostic_trace file was unable to download. Unit powered on with unexpected open book image after battery installation. On adapt main error log, pump error 63 was noted (no available times and dates on error log dump). Pump error 63 due to hardware error (file # = 2006, line # = 687). Unit was cut open to to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In summary, customer concern for flashing white display is not confirmed, however, lcd turns on with partial image and visible rainbow discoloration. Customer concern for cosmetic damage was confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.